Manufacturer narrative:
No product was received for investigation. As no product was returned, a specific root cause could not be determined.

Manufacturer narrative:
To avoid using expired test strips a fail safe mechanism was integrated in the coaguchek system. Error 3 is triggered when the customer uses test strips after the expiration date. The investigation reviewed test strip retention material. The test strip retention material for lot 633114 have an expiration date of 2024-01-31 printed on the label. The test strips were requested to be returned for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
There was an allegation of an incorrectly printed expiration date on a coaguchek ® xs system test strip vial. It was alleged that an error 3 occurred. It was alleged that the label on the test strip vial had an expiration date of 2024-07-31. The strip lot database indicates the alleged test strip lot has an expiration date of 2024-01-31.